Event description:
It was reported by the aci vascular closure specialist that a male pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the femoral head using a 6f sheath (model unk). A pre-procedure femoral angiogram revealed no visible pvd/calcium in the vicinity of the access site. The pt was anticoagulated peri-procedure with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed too low of an angel, and the pt had slight oozing at the access site after the deployment. A safeguard was placed on the pt for 2 hours as a precautionary measure, per the hospital's protocol.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could ot be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.